Event description:
Reporter states the pt tested 500mg/dl on the inform system 1 and 505mg/dl on inform system 2. A comparison lab returned with a result of 90 mg/dl. No treatment info provided. No adverse event reported. Requested return of suspect system; however, no product was returned for evaluation.

Manufacturer narrative:
Event occurrred in another country. This medwatch is for suspect device in inform system 1. Reference medwatch with pt for suspect device in inform system 2.